Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that a ats45 device was returned outside its original package and no packaging was returned for analysis. Upon visual inspection, a foreign matter was noted to be on the handle. A protein test was performed and was confirmed to be a blood. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a laparoscopic appendectomy procedure that when the device was opened it was noticed a substance that appeared to dried blood on the handle and one single loose staple was in the jaws. Staff member who opened the device checked her gloves and found that they were clean. She attempted to wipe the handle off and found that substance was dried. Another like device was used to complete the procedure. There were no adverse consequences for the patient.